Event description:
It was reported that during an unk procedure, the device fired unformed clips. It was reported that there were no adverse effects to the pt as the fault was noticed before firing over tissue. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.